Event description:
Mother called indicating her (B)(6) daughter was diagnosed with tss. On (B)(6) 2011 they believed their daughter had the flu. She was 2 days into her menstrual cycle. On the morning of (B)(6) 2011 the daughter had a temperature of 104 and she was lethargic and vomiting and was taken to the ER. Her blood pressure was 60/33 and sugar level 299. Once at the ER the daughter was med-flighted to another hospital for septic shock/staff infection. During this time the daughter's lung collapsed and redman's syndrome (rash) appeared within 24 hrs. She spent 4 days in the ICU and was discharged on (B)(6) 2011 and is now recovering.

Manufacturer narrative:
Device history record in review. Consumer did not return unused product at the time this MDR was filed. Information from this incident will be included in our product complaint and MDR trend analysis.